Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "when opening the implant for surgery it was noticed that the inner plastic casing/packaging was cracked therefore sterility was questioned."